Event description:
Patient reported that while using the stx device the unit would not release. He tried to scoot up and unlatch the top belts. The patient claimed he slipped as he was repositioning, banging his right knee on the side of the unit. Subsequent information reported during investigation revealed the patient was using the device in the prone position and was unattended, which is contrary to the instructions for use. The patient reported seeking medical attention for his injury. The injury was later diagnosed by MRI as a torn medial meniscus.